Event description:
It was reported that the physician had difficulty securing the suture sleeve of the left ventricular lead during implant. The lead was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.